Manufacturer narrative:
(B)(4). Upon further review of the complaint for report number 3004753838-2017-07673, it was originally reported that the patient experienced an inaccuracy but instead was confirmed that the compliant that was reported was for an adverse event and an out of range signal. Please disregard all information in report number 3004753838-2017-07673. The adverse event was previously reported in report number 3004753838-2017-01173 and the out of range signal was previously reported in report number 3004753838-2017-00992.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. No additional event or patient information is available.